Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in the emergency room with fatigue and a heart rate at 36bpm and no pacing. The patient reported being hit in the chest on the site of the ICD a few days prior. The device could not be interrogated in clinic. The device was explanted.

Manufacturer narrative:
The reported field event of the inability to communicate with the device was confirmed in the laboratory was due to low battery voltage. The cause of the low battery voltage was premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.